Manufacturer narrative:
Product event summary: the full lead was returned . Analysis was performed and no anomalies were found. The analyst noted that the lead was returned with the helix fully retracted. The helix test was performed. Helix could be extended and retracted. During helix extension testing, the helix was not smoothly out due to dried blood and tissue on helix. But the helix extension and retraction turns within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, there were problems to screw the tip out and affix. It was also reported the ipl tip jumped during attempt to screw. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.